Event description:
It was reported that the right ventricular (rv) lead caused an apparent myocardial perforation during rv lead repositioning. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.